Event description:
The surgeon was using the ligasuture during a left laparoscopic radical nephrectomy -surgeon stated the device was not cutting, the machine was reset and unplugged and it still would not cut. No harm to the patient.